Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Physician reports device rupture, capsular contracture baker grade ii and seroma on the right side diagnosed by ultrasound . Device has been explanted.

Manufacturer narrative:
Phone number: (B)(6). Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:rupture and seroma-late. Visual analysis of the photographs identified: seroma-late: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Physician reports device rupture, capsular contracture baker grade ii and seroma on the right side diagnosed by ultrasound . Device has been explanted.